Event description:
It was reported that the infusion set was leaking at the transfer set resulting in high blood glucose levels between 300 mg/dl - 400 mg/dl. The issue occurred with 3 pieces from the same batch, each one in a row between (B)(6) 2024.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.